Event description:
A malfunction was reported on the customer's pump following a cat scan. There was no adverse impact to the customer's blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.